Event description:
The device was implanted on (B)(6) 2018. Reportedly, the physician suspected a lead issue since an increase of the right ventricular pacing threshold was observed. However, based on the fsca issued on 16 march 2018, the physician would like to know if the issue could be linked to the df4 issue. A re-intervention was performed on (B)(6) 2018. The increased right ventricular pacing threshold was confirmed with psa. The defibrillation lead was replaced and a normal right ventricular pacing threshold was observed with the new lead.